Event description:
It was reported that the left front rigging will not lock so pivot and slide tube cannot be attached to upper support. Dealer advised cam housing and cam level is connected so not sure which part is the issue on the (B)(4) wheel chair.